Event description:
User received discrepant results for d-dimer while performing correlation study. The total number of samples affected was not provided. Only two specific examples were provided. Pt 1: initial result from lithium heparin sample was 119 feu/ml, repeat from sodium citrate sample was 842 feu/ml. No erroneous results were reported. If additional info is received, appropriate notification will be provided.

Event description:
User received discrepant results for d-dimer while performing correlation study. The total number of samples affected was not provided. Only two specific examples were provided. Pt 2: initial result from lithium heparin sample was 351 feu/ml, repeat from sodium citrate sample was 1457 feu/ml. No erroneous results were reported. If additional info is received, appropriate notification will be provided.